Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, local infection / subacute chronic osteitis, peri-implantitis, infection, pain, swelling, bleeding, mobility. At post-op realized implant was failing due to poor plaque control.